Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece or analysis. Visual analysis found two external insulation abrasions breaching the outer insulation and exposing the outer coil noted at 8.1cm ¿ 8.3cm and 8.6cm ¿ 9.0cm from the connector pin. This was consistent with friction to the device can, located distal to the connector boot. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.